Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Healthcare professional reported left side "rupture" of a saline device. Device has been explanted.

Event description:
Healthcare professional reported "rupture" against left side device. Device has been explanted.

Manufacturer narrative:
Device evaluation: analysis of the returned device identified: crease fold and delamination of valve. Leak test and microscopic analysis was performed which identified: delamination of the valve (<75% partial separation). White biological tissue and wear abrasion.based on the device analysis the final assessment is: a delamination partial of the of the valve (adhesive failure). Additional, changed, and/or corrected data: d9, h3, h6.